Manufacturer narrative:
Retrieving data. Wait a few seconds and try to cut or copy again. Retrieving data. Wait a few seconds and try to cut or copy again. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient¿s blood glucose level rose to 266 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg) while the patient was at school due to the adhesive not sticking well, causing the cannula to dislodge. As treatment, a new pod was applied.